Manufacturer narrative:
The returned driver tip and associated fragment were examined under magnification. Some evidence of fatigue was present along the fracture surface of both the fragment and the remaining tip. Geometry of the fracture is consistent with torsional failure. Hex tip twisting and breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. Additional mdrs associated with this event: 3025141-2017-00224: driver 1, 3025141-2017-00226: screw.

Event description:
An aculoc 2 plate was being implanted. During the insertion of the screw, the driver broke in the screw head; the tip was removed. The second driver also broke in the screw head and could not be removed so it was left implanted.